Event description:
Patient was hospitalized and recovering from surgery related to head trauma for a fall at her home. She was preparing for discharge and fall precautions were in place (including use of a bed alarm.) Patient was found sitting against the wall in her hospital room and was found to have a fractured intertrochanteric hip fracture. The staff noted that the bed alarm did not sound. The bed was removed from use and taken for inspection by a facility technician. Brakes, scale accuracy, patient position monitor, nurse call communication cable and side rail latches were all checked and found to be properly functioning. The manufacturer was also notified and a rep inspected the bed. It "passed all operations checks per manufacture specifications". Manufacturer rep advised that the minimum weight range is 70 lbs. The alarm on the bed will not set unless there is 70 lbs on the bed. Also the bed should alarm after 30 lbs has been removed from the bed. (The patient was listed as 32.25 kg). Patient was discharged from facility approximately 2 1/2 weeks following surgery.